Event description:
It was reported that during an unknown procedure, a small black pad referring to the tissue pad fell off from the jaw. The black pad was retrieved by forceps. Changed to a new device to complete the procedure. One device will be returned.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the black tissue pad detached not returned but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and generator and the device did activate during functional testing. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons. No conclusion could be reached as to why the black tissue pad was detached from the instrument.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.